Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient order for med identification (ID) pha9024 that was initially thought to be part of a combo medication containing an item not present in the facility formulary, which caused the order to appear greyed out and inaccessible to nurses. A technical support specialist (tss) identified that the order was actually a multicomponent order rather than a combo medication, and the behavior was related to system configuration. The tss guided the customer on enabling the ¿allow partial multicomponent removal¿ setting under hospital location settings, along with discussing a potential workaround using premix configuration. The customer later confirmed that the premix-related issue was resolved with bd and additional concerns were addressed with cerner. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, fluids were not allowing nurses to remove medication from pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.